Manufacturer narrative:
The 510 (k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging a date/time issue on the patient's one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue with the meter began approximately one year ago and due to the alleged issue, she was unable to test her blood glucose. The patient mentioned that a few minutes after the alleged issue began, the patient became stressed out. The patient went to the ER and was tested on the hospital device; however, does not recall the reading and was given a "sugar shot" and a drink to help elevate their blood glucose. The alleged issue did not occur after the battery was replaced. This is not the first time the product was being used. The alleged issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the date/time issue, the patient was unable to test and had to receive treatment in the ER.